Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that drops of liquid were observed in the packaging of a small volume folfusor which was filled with fluorouracil hs 3000 mg in 115 ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot 17b043 was manufactured february 24, 2017 ¿ february 28, 2017. One actual folfusor unit was received at the plant for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection of the device was performed which noted drug residue located at the blue winged luer cap. No of signs of a continuous fluid leak were observed. A functional leak test was subsequently performed and no signs of a leak were observed. The device met specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.